Event description:
It was reported that the user experienced elevated blood glucose after removing ilet supplies overnight for a supply change and not reconnecting until the afternoon 12 hours later, with ilet displaying 388 mg/dl and a confirmatory fingerstick of 369 mg/dl. The user was trending down after reconnection and declined follow-up, and the event was categorized as high glucose with troubleshooting and education completed, with no transition to alternative therapy. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no hospitalization and continued monitoring at home. Investigation included customer service troubleshooting and education. Investigation of this case revealed user-related interruption of insulin delivery due to extended disconnection after a supply change, with device function restored upon reconnection and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error leading to temporary loss of therapy.